Event description:
(B)(4). Same case as 2134265-2011-05745, 2134265-2011-05828. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. Lesion 1 was located in the proximal right coronary artery. The physician implanted a 3.00x32mm and a 3.50x32mm taxus liberte stent in the target lesion. Lesion 2 was located in the distal right coronary artery. The physician implanted a 3.00x32mm taxus liberte in the target lesion. In (B)(6) 2010, worsening of the patients angina was confirmed. The patient had a target vessel re-intervention.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that during the index procedure the lesion in the proximal right coronary artery (prox rca) had a reference vessel diameter of 2.80 mm and a length of 60 mm, was visually 90% stenosed and was treated with pre-dilatation and implanting a 3.00x32 mm and a 3.50x32 mm taxus liberte stent without gap, and post-dilatation. Residual stenosis became visually 0% and timi-3 flow did not change through the procedure. The lesion in the distal right coronary artery had a reference vessel diameter of 3.10 mm, a length of 28.0 mm was visually 99% stenosed and was treated with pre-dilatation and implanting a 3.00x32 mm taxus liberte stent, and post-dilatation. Residual stenosis became visually 0% and timi flow grade improved from 2 to 3. The patient was discharged without complications on aspirin and ticlopidine hydrochloride. In (B)(6) 2010, the patient had ischemic symptom (stress test positive) and pci was performed. The lesion located in the distal rca with a reference vessel diameter of 3.50 mm, a length of 10.0 mm, and visually 75% stenosis was dilated with a cutting balloon. Residual stenosis became visually 25% and timi-3 flow did not change through the procedure. The patients angina subsided and the patient was discharged.

Manufacturer narrative:
(B)(6). (B)(4).